Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed successfully on the 10th june 2009 and passed self-tests up to the 5th february 2012. The device records temperatures below the recommended minimum operating temperature for the device. The device failed a self-test due to a low battery on the 12th february 2012, when returned to a warmer temperature the device passed a self-test. Multiple manual power ups mainly of 10 minutes duration were recorded between the 18th september 2015 and the 6th october 2015. The pad-pak became depleted and was replaced during this time. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.